Event description:
(B)(4). Event took place in (B)(6), not reported to (B)(6) authority. Two devices involved. User's narrative: "device 1 - during cholecyst intervention the balloon of the cannula deflates in a matter of few mins, resulting in the trocar itself getting unthreaded. Device 2 - another 1285-40-11 unit, same lot no. 880, was tested (not during an intervention) and proved the same behaviour: the balloon of the cannily deflates in a matter of few mins."

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the batch (B)(4) did not indicate recorded quality problems or rejections related to this incident. If no further info becomes available and in case no corrective/ preventive action is indicated pajunk considers this file as closed.